Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified external iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the middle part of the balloon ruptured at 8 atmospheres when inflated for 20 seconds upon first inflation. The device was removed without any problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.